Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A synergy¿ drug-eluting stent was advanced to treat the target lesion. However, during the procedure, the stent came off from the stent delivery system in the left main (lm) artery. No patient complications were reported.